Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to mobile power unit (mpu) power was not confirmed. Log files were not provided for analysis. The returned mpu (serial number: (B)(6)) was evaluated at the service depot and was visually unremarkable. The mpu was connected to a test controller loop while the patient cable was manipulated, and the alarm was unable to be reproduced. The mpu passed all functional tests and was returned to the customer. The patient cable was replaced as a precaution and forwarded to ppe for further analysis. The returned patient cable functioned as intended while manipulated and connected to a test mpu, loop, and controller. The cable passed all functional testing, and the alarm was unable to be reproduced. It was noted that the mpu has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for mpu, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was connected to the mobile power unit (mpu), the patient had a low voltage hazard alarm. The patient disconnected from the mpu to battery and the alarm stopped. The patient slept on batteries that night and tried again the following night. However, the same issue happened. The patient was seen in the office and they brought the mpu to be checked. The patient had really bad gout on the arms and thought they were not making the connections correctly and tightly. The patient was placed on the mpu but after a minute or so, the system controller displayed connect to power immediately hazard alarm.